Event description:
Download data from a (B)(6) female patient revealed a service code 107 (multiple abnormal shutdown). Zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdowns) was confirmed. Upon investigation, the monitor was intermittently resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.